Manufacturer narrative:
The customer was sent replacement parts for her breastpump. In followup with the customer on 2/2/17, she stated she was prescribed nystatin by her physician. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service on 1/31/17, that she was experiencing low suction with her pump in style starter breastpump. She stated she had thrush and had gone to her physician and was on medication for the thrush.